Manufacturer narrative:
The navien catheter will not be returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Vessel spasm is a known inherent risk of endovascular procedure and is documented in the navien instruction for use.

Event description:
Medtronic received information that a patient experienced a vasospasm during flow diversion treatment of an aneurysm located in the ophthalmic segment of the internal carotid artery (ica). It was reported that the guide catheter was advanced over a competitors guide wire into the (ica) and a loop in the proximal segment was encountered. The guide wire and guide catheter were advanced through the loop and while straightening the loop a spasm of the (ica) occurred. All the devices were pulled to proximal of spasm and verapamil was administered and spasm was reversed and only slight irregularity of vessel wall was visible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.